Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On (B)(6) 2019, a patient (pt) from (B)(6) reported a diagnosis of a corneal ulcer in the left eye (os) in 2017 while wearing an acuvue® oasys® brand contact lens (cl). In 2017, the pt experienced discomfort in the os after 2-7 days of cl use. After the removal of the cl, the os experienced pain for several days. The pt noticed that the renu solution and the cl were both yellow in the cl case. The pt reported cleaning the cls with water and renu solution and changes the cl case monthly. The pt visited an eye care provider (ecp) in 2017 (unspecified date) and was diagnosed with a corneal ulcer in the os. The pt was prescribed eye drops (unspecified), every hour for the first week and then every 4 hours until finished. The pt reported return visits to the ecp every 2 days for the first week. The ecp requested that the pt discontinue cls ¿for as long as possible.¿ the pt reported that the os was better after 1 month. The pt did not wear cl for 1 year. The pt replaces the cls monthly and does not sleep in the cls. On (B)(6) 2019, an email was received from the pt. The pt was prescribed vigamox every hour for 4 days, then every 4 hours for 5 days. The pt is not able to provide the name of the treating ecp or clinic. No additional information was provided. No additional information has been received or is expected to be received. The suspect os cl is not available for return and the lot number is unknown. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed.